Event description:
It was reported that explantation of implants from infected total joint.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-602, lot # vclr, description: triathlon ps fem component, cemented; cat # 5520-b-600, lot # zawo, description: triathlon prim tib baseplate, cemented; cat # 5550-g-339, lot # 749f, description: triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.